Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a door open alarm that showed on the display, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed in service. This is an ancillary service event opened during the investigation of master (B)(4). The cause was determined to be damaged to the door latch assembly. The door latch was replaced to repair the condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.